Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information and patient weight. Further information was requested but not received.

Event description:
It was reported the patient was diagnosed with an infection at an unknown location. In turn, the patient underwent surgical intervention wherein the entire system was explanted to address the issue. Later, the patient was discharged and prescribed oral antibiotics.